Event description:
The manufacturer received information alleging the ventilator's volume was lower than usual, and that a low minute ventilation alarm occurred. It was reported that the circuit was replaced, the patient was suctioned, and the issue did not resolve. The rep asked her to use ambu bag instead. Upon arrival the sales rep was unable to confirm the failure, the unit was replaced. There was no harm or injury reported. Additionally, the circuit was replaced and suctioning was performed. But the issue was not resolved. The sales rep still replaced the unit. The ventilator was returned for evaluation and the reported issue was not found. The final test was performed but no anomaly was found in the sensors. The device was disassembled, and the inside was visually checked. No anomaly was found, and the device was determined to be normal. The following test was preformed, and normal operations were ensured. Final test, battery checking, valve checking, a test run, and cleaning.